Manufacturer narrative:
Bench service engineer (bse) replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the over voltage protection issue. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed. The device was confirmed to be fully functional and was returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices had several alarms and the message "inoperative ventilator". It is unknown if a patient was connected to the ventilator at the time of the event. No harm reported. Additional information has been requested. The investigation is ongoing.

Manufacturer narrative:
A bench service engineer (bse) evaluated the device at a bench service center. The bse found that there were issues with the voltage which required the replacement of the motor controller (mc) printed circuit board assembly (pcba). Reviewing the device diagnostic report (drpt), the diagnostic codes for the 3.3 v supply failed alarm, 5 v supply failed alarm, 35 v supply failed alarm, and the overvoltage protection (ovp) circuit failed alarm were found. This confirms the initial allegation of multiple alarms being shown by the device. These alarms are contributed to the mc pcba issue found by the bse. Resolution of the issue is pending the customers' acceptance of the quote provided for further service and the replacement part. This investigation is ongoing.